Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen. The indications for use were intractable spasticity and multiple sclerosis. The patient was having an MRI to rule out a possible infection. The patient was being checked for osteomyelitis. The hcp would arrange to have a manufacturing representative interrogate the pump post-MRI. Reported infection symptoms included fever and elevated white blood cell count. The patient was admitted to the hospital on (B)(6) 2016 due to symptoms. The onset of the change in therapy/symptoms was sudden. The event date was noted to be (B)(6) 2016, and fever (B)(6) 2016. There was no allegation against device sterility.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a pharmaceutical company regarding a patient receiving intrathecal gablofen 500 mg/ml at 100 mg/day (continuous). The gablofen was being used for spasticity symptoms. The patient's medical history included chronic multiple sclerosis. On an unspecified date in (B)(6) 2016, the patient experienced the sudden symptoms of a possible infection. On (B)(6) 2016, the patient was admitted to the hospital due to the symptoms of a fever and an elevated white count. On (B)(6) 2016, the patient had an MRI to rule out a possible infection and to check for osteomyelitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.